Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: endostitch reload broke at end connector, and had to be left behind as it was embedded in the pt's cervical cuff. The surgeon did attempt to remove the needle vaginally and in doing so, resected some of the pt's cervix. This incident also caused for surgical time to be extended by over an hour. Mayo scissors vaginally were applied along with cautery. Surgeon felt it did not connect correctly and also that it may have snapped at the point in which the suture is attached to the reload. An x-ray was taken and it did indicate the needle was embedded in the cervical cuff.